Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that the right atrial (ra) lead had fallen to the right ventricular (rv). Subsequently, the ra lead was repositioned. Also, the patient in the hospital due to heart failure. The ra lead remains in service. No additional adverse patient effects were reported.